Event description:
Infant in or and IV was being started by nurse. When nurse inserted needle into vein, the nurse observed blood return in chamber. When trying to advance the catheter (which is clear on this jelco), there was not a catheter attached to the hub and hub fell off. No catheter was found at the site, in the patient or on the needle. Patient had to be stuck a second time.======================manufacturer response for IV catheter, jelco optiva (per site reporter).======================materials management will be returning device to manufacturer.